Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 3-4 functional mitral regurgitation (mr), tethered posterior leaflet, enlarged left atrium, large mitral valve area: 10.5cm2, and dense chordae for a mitraclip procedure. While implanting the mitraclip the leaflet insertion was confirmed after 3 grasping attempts. During deployment it was noted that tension had built up on the delivery catheter (dc). When the clip was released, the dc jolted back. A single leaflet device attachment (slda) occurred and the mitraclip was no longer attached to the posterior leaflet. Per the physician, this was due to the tension on the dc, resulting in the catheter jolting back once released. A second mitraclip xt was implanted successfully, lateral to the first mitraclip for stabilization. The post-procedure mr was grade 1. On (B)(6) 2025, the follow-up transthoracic echocardiogram (tte) showed the mr was reduced to grade <1 and both clips appeared stable. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping appears to be related to patient morphology pathology (tethered posterior leaflet, enlarged left atrium, large mitral valve area: 10.5cm2 and dense chords). The reported unintended movement was due to procedure condition (tension built up on the delivery catheter). The reported slda was due to the to the unintended movement. The reported unexpected medical intervention was a result of case-specific circumstance as an additional clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.